Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since it was unable to advance past the iliac in the right femoral artery and the left femoral artery was too calcified to attempt. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported an attempt to place an impella cp device in an unknown age male with acute myocardial infarction/cardiogenic shock was unsuccessful due to the patient's anatomy. The physician was unable to advance past the iliac in the right femoral artery, and the left femoral artery was too calcified to attempt. The procedure was aborted for the impella device placement. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.